Manufacturer narrative:
Correction in h10 (manufacturer narrative) - catheter type in medical safety assessment (msa) was corrected to quattro. Based on available information, the event was serious because the patient experienced clinical symptoms, and the event required treatment with anti-coagulation with heparin drip. The patient's clinical condition of post-cardiac arrest is known to predispose patients to thrombogenicity. The development of thrombus is a common complication in such patient populations. Critically ill patients are at increased risk of vte because of the presence of multiple predisposing factors [w. Geerts et al. Venous thromboembolism and its prevention in critical care. J crit care, 17 (2002), pp. 95-104]. The event was probably related to the patient's clinical condition as well. In addition, a history of alcohol and opioid abuse could also contribute to the development of dvt as it is associated with a higher risk of dvt [masoomi m et al. Is opium addiction a risk factor for deep vein thrombosis]. A case-control study. Blood coagul fibrinolysis. 2010 mar; 21(2); complications, conditions & treatment of substance abuse & cardiovascular disease, https://americanaddictioncenters.org/health-complications-addiction/substance-abuse-heart-disease]. At the same time, the event could possibly be related to the quattro catheter due to relevant timing and location, even in such a predisposed patient.

Manufacturer narrative:
The reported event for quattro catheter luer (lot no 81332) was not confirmed. A visual inspection of the returned catheter was performed and found no physical damage. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Noticed blood had accumulated / dried up on the catheter shaft and on the distal and medial luer ports. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. All lumens flushed as intended. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no similar complaint reported for the quattro catheter with lot no 81332. Based on available information, event was serious because the patient experiences clinical symptoms and event required treatment with anti-coagulation with heparin drip. The patient's clinical condition of post cardiac arrest is known to predispose patients to thrombogenicity. Development of thrombus is a common complication is such patient population. Critically ill patients are at increased risk of vte because of the presence of multiple predisposing factors [w. Geerts, et al. Venous thromboembolism and its prevention in critical care. J crit care, 17 (2002), pp. 95-104]. Event was probably related to the patient's clinical condition as well. In addition, history of alcohol and opioids abuse also could contribute in development of dvt as it is associated with higher risk of dvt [masoomi m, et al. Is opium addiction a risk factor for deep vein thrombosis? A case-control study. Blood coagul fibrinolysis. 2010 mar; 21(2); complications, conditions & treatment of substance abuse & cardiovascular disease, https://americanaddictioncenters.org/health-complications-addiction/substance-abuse-heart-disease]. At the same time, event could possibly be related to the icy catheter due to relevant timing and location even is such predisposed patient.

Event description:
As reported, zoll quattro catheter (sn (B)(4)) was placed in patients left femoral vein by an attending physician at an evaluation site. On (B)(6) 2018 physician (dr. (B)(6)) had difficulty with guidewire in kit, it ended up kinking during placement. Physician replaced the kinked guidewire with another 0.035 guidewire and completed the insertion. Therapy began to cool the post cardiac arrest patient. On (B)(6) 2018 the nurse noticed the patients left foot becoming cold and blue, but was still able to feel the pulse. Patient had ultrasound completed and a large dvt was found. The nurse noticed that the saline bag was empty and there were saline traces on the patients bed. The nurse was unable to withdraw blood back from the infusion luers as well as from the in and out luers.